Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: .014 balance middleweight. Guide cath: 6f launcher. You are receiving this report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent. Analysis of the returned product noted blood and contrast visible in the loosely folded balloon and blood in the guide wire lumen, consistent with a rupture while in the patient anatomy. An indeflator, filled with water, was used to pressurize the balloon below the rated burst pressure (rbp) and fluid was observed leaking at a pinhole in the balloon over the distal edge of the distal marker. There were no scratches visible. Factors that can contribute to material ruptures include, but are not limited to: balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices and/or stents, patient anatomy, and/or lesion calcification or tortuosity. Scanning electron microscopy (sem) determined the balloon failure may possibly be attributed to mechanical damage to the outer surface. The longitudinal leak was found in a crease over the distal marker. Mechanical damage was observed at and around the leak on the outer surface. It was reported that no leaks were noted during preparation for use, which may indicate that the rupture was not present prior to the procedure. It is possible that the balloon material was damaged (scratched) during interactions with accessory devices, or the lesion/anatomy, such that the balloon ruptured during inflation. Additional treatment was used to post dilate the stent. To ensure this is not a result of manufacturing, all products are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify the rbp. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no similar incidents reported for inflation issues or balloon ruptures for this lot. There is no indication of a lot specific product quality deficiency. Based on the information received with this complaint, the returned product and sem analysis, the balloon rupture appears to be related to circumstances of the procedure and not a product quality deficiency.

Event description:
It was reported that the promus stent delivery system (sds) was able to cross the lesion site in the saphenous vein graft to circumflex artery. However, during inflation, the balloon was not able to inflate past 6 atmospheres (atm) during several attempts. Although the pressure did not reach the desired 12 atm, the physician felt enough of the stent was deployed and so the sds was withdrawn. Post-dilatation was performed with a non-abbott balloon catheter. No adverse patient effects were reported. No additional information was provided.